Manufacturer narrative:
Investigation results: as received, the seal was not properly positioned inside the loader and the distal end tube of the delivery device was bent. The reported complaint that the seal did not load properly is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.

Event description:
The hospital reported that during the preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. The seals just would not fold/bend. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.